Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient had expired. The patient had arrived to the emergency department (ed) with an altered mental status (ams) and respiratory distress. It was noted that the patient was discharged with a steroid taper the day prior after being treated for covid-19. Following discharge, the patient had worsening mental status and severe respiratory distress. The patient was treated with antibiotics and diuretics in the emergency department. A computed tomography angiography (cta) was performed which showed bilateral segmental and sub-segmental pulmonary edema (pe) and hypodensity around the lead concerning for thrombus as the source of the pe. There were also extensive opacities noted on the cta. In addition, arterial blood gas (abg) concerning for acute respiratory distress syndrome (ards) related to covid-19 was observed. The patient was started on heparin for the pe. Pressures decreased and the patient was started on norepinephrine/vasopressin for shock. There was no CT evidence of rv strain. Despite interventions, the patient had worsening drop in pressures and loss of pulse. No further resuscitative measures were pursued in line with the goal of care and the patient's do not attempt resuscitation (dnar) order. The patient was a participant in a clinical study.